Event description:
It was reported that the patient had difficulty taking readings and experienced electromagnetic interference (emi) on (B)(6) 2026. Troubleshooting steps included powering on the patient's electronic system (pes) when tried to take readings. The patient confirmed there were no recent changes to the environment in the room and had a regular mattress, no electric blanket, and no fans. The patient was asked to move the left ventricular assist device (lvad) batteries to their waist with no other implants, no smart watches nor devices in the room. The readings started without patient on pes, spine centered and head above ears of head rest, blue 99%, flash green 80% for 5 seconds. The patient moved the pes to the foot of bed, started reading without patient on the system, blue 99%, cancel reading. It was suggested to move the pes to another bed, added personal pillow under pes, patient in spine centered, head at headrest. Started reading, reading captured and transmission successful. The cause of the problem was location of pes, move to new location, different bedroom and bed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of interference between the heartmate 3 left ventricular assist system (lvas) and the cardiomems device was unable to be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined; however, the event was reportedly thought to be related to the location of the associated device reader. It was reported that the patient had difficulty taking readings from their implanted cardiomems device and experienced electromagnetic interference. It was noted that the patient had an implanted pacemaker, defibrillator, and left ventricular assist device connected to 14-volt batteries. Troubleshooting was performed, including moving the cardiomems reader (patient electronic system ¿ pes), checking for other devices, re-positioning the patient, and moving rooms/beds. Readings from the cardiomems device were ultimately able to be transmitted successfully. It was reported that the cause of the problem was the location of the pes. It was reported that the patient was in stable condition. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "heartmate touch communication system", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, connecting the equipment into an outlet on a circuit different from that to which the other device(s) are connected, or consulting abbott for assistance. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.